Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered was used during a stenting procedure in the inferior bile duct on a patient. According to the complainant, the guidewire was advanced through the target lesion without resistance. Severe resistance was felt when attempting to release the stent. The stent would not deploy. It was noted under fluoroscopy that although the outer sheath hub was retracted 1 cm before the limit marker-band, the outer sheath did not move. During continued attempts to retract the outer sheath, 3cm of the stent was suddenly deployed. The stent was retracted and repositioned at the target lesion. Although resistance was again encountered, the stent was deployed and remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(B)(4), resistance. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).